Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If a return or any additional information is later received, then a supplemental emdr will be submitted at that time.

Event description:
The complaint/event occurred on an unspecified date and involved a 30" (76 cm) appx 3.6 ml, 20 drop admin set w/integrated chemolock® port drip chamber, chemolock® w/red cap, bag hanger. A leak was observed to be dripping from the connection of the tubing with the closed system transfer device (cstd) from the prepackaged tubing that the pharmacy uses. There were only several drops of unspecified chemotherapy in the plastic bag before administration. There were no obvious defects such as any cracks or breaks on the tubing set. The leak did not come into contact with the patient or healthcare provider. There was no human harm associated with this complaint/event.

Manufacturer narrative:
Two photos were provided by the customer. One showed the packaging and the other showed a new cl3511 in the sealed packaging. The connection of the chemolock to the tubing was indicated as the area of the leakage. There was no leakage visible from the photo provided. The reported complaint of leakage could not be confirmed. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record was reviewed and no-non conformities were found that would have led to the reported complaint.